Manufacturer narrative:
Based on the information provided, the cause of the reported complication(s) cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures. This complaint is being reported due to the following conclusion: a patient underwent a da vinci-assisted benign hysterectomy procedure and experienced a "very poor outcome. The cause, type, and severity of the reported patient outcome is unknown. It is also unknown what medical/surgical intervention was performed, if any, as a result of the patient outcome.

Event description:
It was reported that a patient underwent a da vinci-assisted benign hysterectomy procedure and experienced a "very poor outcome." No additional information was provided. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.